Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the evening of (B)(6) 2025, the wearable had failed on the evening. On the next morning (B)(6) 2025 the patient was at home lying down when he began experiencing chest pain and excessive thirst. He attempted to check his blood glucose using a fingerstick, but it did not display a reading. At approximately 10:30 am, his mother took him to the hospital. Upon arrival, an EKG was performed, along with blood pressure monitoring and a fingerstick blood glucose check, which showed a reading of 589 mg/dl. The patient was started on regular IV fluids, and blood work was obtained for laboratory analysis. Approximately 10 minutes later, he was administered 10 units of insulin via injection. At approximately 2:30 pm he was discharge on the same day (B)(6) 2025. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue was found occurred. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.